Event description:
The customer contact reported a leak. The primary tubing set was being used to deliver an unspecified IV solution, at an unspecified rate, via a plum pump. At an unspecified time, the male adapter of a secondary tubing set was connected to the clave secondary port on the cassette of the tubing set for a piggyback delivery of 500ml of an unspecified concentration of docetaxel, at an unspecified rate. No specific programming parameters were provided. It was reported that 15 minutes after the delivery was started, the customer contact reported that 15ml of solution leaked at an unspecified location from the clave secondary port on the cassette of the tubing set. The customer contact reported that an unspecified volume of solution came in contact with patient's hand. Reportedly, infiltration into the tissue and swelling of the patient's hand was noted. The patient was treated with an unspecified concentration of an unspecified steroid cream. The tubing set was replaced and the therapy resumed. The solution that leaked was cleaned up according to the user's facility's protocol. There was no reported delay of therapy critical to this patient. Though requested, no additional information was provided.

Manufacturer narrative:
The customer contact indicated the device was discarded. Hospira has completed a formal investigation to address the issue of leaks of the clave secondary port. Based on the investigation results, it was determined that the leaks were due to the design of clave port that is directly bonded to the secondary port of the cassette. The catalog number provided is the international list number that was involved in the reported event, which is comparable to the domestic list number listed in the "other" field. The domestic list number has a common device name of 80fpa and has a 510k of k030002. This report represents all the information known by the reporter upon query by hospira personnel.